Event description:
It was reported the customer had a concussion a few weeks ago and highs may be a result of the virus. Customer started with high the day prior of hospitalization, treating with manual injections. Customer was hospitalized due to high blood glucose. Customer's mother stated the customer attempted to put a new battery in the insulin pump and was unable too, the battery cover broke. Customer has been hospitalized for two days. Customer's blood glucose was 617 mg/dl. Currently blood glucose was 200 mg/dl. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.